Event description:
Report #2 of 2: report rec'd of a delay in therapy due to pump alarms. The pt arrived at the emergency department via ambulance in cardiac arrest. The physician ordered a dopamine drip. The dopamine concentration and pump settings could not be recalled. A plum 1.6 pump was powered on, initiated the self test, but would not complete the self test, giving an unspecified audible alarm. A second pump, a plum xlm was powered on, completed the self-test, but then alarmed "cassestte". A third pump, a plum xlm (unknown serial number), also alarmed "cassette" during set-up. This pump was subsequently used without incident and remains in clinical service. New tubing was utilized with each of the three devices. At this time, the customer chose to discontinue efforts at initiating the dopamine. Alternatively, the pt was treated with unspecified doses of IV epinephrine and atropine. Although the pt subsequently expired, the customer reported that the "pt's death had nothing to do with the pump". Though requested, there was no further info available.